Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low 40's mg/dl". Low bg cause was not known. Customer consumed carbohydrates to address the issue. Reportedly, customer's spouse took them "to the hospital long ago". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate